Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic revealed the date of death was (B)(6)2007 and the cause of death was myocardial infarction, coronary atherosclerosis, and hypercholesterolemia, diabetes, and copd - "death was due to chronic conditions." The patient had not been pacemaker dependent.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, proximal conductor blood/body fluid (not obstructed), all insulation's torn, outer insulation breached cut. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, proximal conductor blood/body fluid (not obstructed), all insulation's torn, outer insulation breached cut. Proximal segment returned and analyzed.